Event description:
The customer took insulin based on a blood glucose result of 362mg/dl using a sliding scale at noon. Around 2pm the customer passed out. A relative called paramedics, when they arrived they received a result of 17mg/dl. The customer was given an IV and taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.